Event description:
The customer reported the ventilator went vent inop and alarmed due to an exhalation autozero failure. An autozeroing failure may affect the accuracy of the system pressure measurement. Vent inop, when in use, will stop providing ventilatory support to the patient. The customer reported the device was in use on a patient and there was no patient harm. Device evaluation and service completion is pending.

Manufacturer narrative:
Device evaluation and service completion is pending.